Manufacturer narrative:
A .018 guidewire returned in two pieces, was received for evaluation. The distal segment of the guidewire was approx. 8 centimeters long and contained a 90 degree bend approx. 5 millimeters distal to the break point. Microscopic evaluation revealed the core wire was broken and the proximal segment of wire was slightly elongated. This device displayed characteristics consistent with exertion against resistance, a 90 degree bend and elongation of the wire. Therefore, co believes user technique and/or pt anatomy may have contributed to this event. Microscopic evaluation.

Event description:
The distal tip of the .018 guidewire detached in the nephrostomy tract during a nephrostomy tube placement. Unsuccessful attempts to remove the detached segment utilizing a forcep and snare followed. A second unit was used to succesfully complete the procedure without pt complications. Uneventful retrieval of the detached segment was performed ten days later during scheduled catheter removal. This device is currently being evaluated by this MFR. Upon completion of the engineering eval, a supplemental medwatch will be forwarded under the appropriate sequence number. Co feels user technique and/or pt anatomy may have contributed to this event. However, until the engineering eval is completed co cannot determine the exact cause for this event.